Event description:
Information received from the field notes that the patient presented to the clinic complaining of intermittent pocket and diaphragmatic stimulation. The patient has had the stimulation since implant. When the telemetry head was placed over the pocket, the patient experienced "intense pain". An x-ray did not show any problems with the lead.